Event description:
Unconfirmed revision of pinnacle mom hip. Reason for revision unknown.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Revision has not been confirmed and it is assumed the devices remain in situ. Reason for revision therefore not provided. A search of the complaints databases found other reports against the provided product and lot code combinations. It is not known if the reporting is/are similar as no event information has been received. The patient is considered obese with a bmi of (B)(6). The weight of the patient exceeds the prosthesis recommendations. There are warnings against improper prosthesis selection or alignment that tend to adversely affect hip replacement implants including excessive patient weight. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.